Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The ventricular high rate episode diagnostic data was noted to be missing/invalid. The programmer s2d data shows "episode #65 detailed episode data is invalid" for arrhythmia episode on (B)(6) 2012.

Event description:
It was reported that a particular episode from the implantable cardioverter defibrillator (ICD) cannot be viewed and it says "invalid data." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead, implanted: (B)(6) 2012; 4076 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).